Event description:
The physician delivered the outback catheter without incident over a .014 mailman guide wire. The device was delivered to the point of reconstitution at the popliteal in the subintimal space and then orientated towards the true lumen. With the outback properly positioned, he deployed the needle 4-5 times trying to penetrate back into the true lumen of the artery. On the 5th actuation he stated that he felt "lost control" of the cannula and that it would not retract back into the outback catheter shaft. After several attempts to bring the cannula back into the shaft, the plunger mechanism separated from the device. The physician attempted to remove the entire unit (catheter shaft and cannula shaft) all at once from the body, however only the shaft of the device would pull back, and the nitinol cannula shaft remained in the artery and did not follow the outer shaft back. The outback's outer shaft was removed from the terumo destination 6f sheath, and the outback nitinol cannula shaft was now grasped and pulled back up the artery and finally into the terumo sheath and removed from the body. The physician stated there was no patient harm or injury upon removal of any component of the outback from the body. The case was aborted at this time. The device was saved and was returned to lumend corporate for further analysis.